Event description:
It was reported that during a ptca procedure poor guide wire movement was noted. The returned product analysis revealed that the guide wire tip had separated. Reportedly there was no pt injury associated with this event.

Manufacturer narrative:
Qa analysis of the returned device revealed that the distal tip was torn and separated from the core wire. A bend/kink was noted on the coils and the coils were stretched. The tip was not returned. Analysis via scanning electron microscopy, sem, revealed the separation of the tip ball from the shaping ribbon was due to corrosion induced by exposure to a chlorine rich medium, possibly saline. Quality engineering determined that resistance was encountered during insertion into the rhv. The coils may have been damaged prior to or during insertion through the rhv. This is evident by the bent coils. The detachment of the shaping ribbon was due to corrosion, which may have occurred as a result of exposure to a chlorine rich medium as indicated in the sem analysis. Quality engineering concluded that no corrective action is warranted at this time. As part of quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the qa dept.